Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis of the device revealed elective replacement indicator was triggered due to high battery impedance. The device is part of the advisory for this model.

Event description:
It was reported that there was premature battery depletion on the device. The device was extracted and replaced. No patient complications were reported as a result of this event.